Manufacturer narrative:
(B)(4). Date of event: the event occurred on an unspecified date in (B)(6) (year not reported). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that an unspecified baxter one link product may have contributed to a clabsi (central line associated blood stream infection) in the oncology department. Treatment for the clabsi was not reported. Information regarding the pt or the pt¿s outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is unknown. Should additional relevant information become available, a follow-up will be submitted.